Manufacturer narrative:
Additional information has been provided in h3, h6 and h11. The cause of the priming problem was not determined due to no defect found on the returned pump, no data logs recovered, and insufficient clinical details.

Event description:
It was reported that an impella pump would not prime despite following appropriate steps to prime pump. The case was aborted and there was no patient harm.

Manufacturer narrative:
This one was one for two reports. This report is for the pump and 1220648-2026-07306 report is for the controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.